Event description:
It was reported that there was a motor stall on (B)(6) 2013 at 7:51, with recovery the same day at 8:42. The pump system was being used to infuse an unknown medication at the time of the event; however, compounded baclofen was indicated. There were no patient symptoms reported. No cause for the stall was noted. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).